Manufacturer narrative:
The returned prosthesis valve was received in good conditions. There were a blood stains both on the inflow and outflow side, on the second and third leaflets. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2018 a patient received a perceval plus pvf-s aortic heart valve implant. After the perceval plus implant, during the post-modeling with the balloon (30 '' at 4 atm), the physician had the feeling that the leaflets were "stretched". At the echo control perceval showed a severe central leak, so the valve was removed and a new perceval plus, same size s, was implanted.

Manufacturer narrative:
In order to allow an exhaustive evaluation of the functional behavior, the valve underwent hydrodynamic testing in simulated physiological conditions. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.38 cm2, well above the iso 5840 minimum requirement 1.05 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of 100 mmhg, the regurgitant fraction is 5.0% and it is below the requirement of iso 5840 (rf% less than 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle. Based on the performed analysis, the reported event cannot be explained by any factor related to the device quality since full and complete leaflets coaptation has been observed. No regurgitation was observed. The cause for this event cannot be established. Fields changed: